Manufacturer narrative:
The used/damaged spectrum autopass suture passer needle was not returned for evaluation, as it was discarded at the user facility. In addition, no visual evidence (photographs) of the reported "tip breakage" was provided by the end-user. Without the involved device, an evaluation could not be performed and the root cause of the alleged "breakage" therefore could not be determined and/or complaint verified. As reported, the surgeon believes he was taking too big a bite of the cuff, which caused the needle to shoot out forward as opposed to up like it should. Based on available information, it is believed that the most likely cause of the reported breakage is use related. This lot with the (B)(4) was manufactured on 31-aug-2015 in a lot of (B)(4) units. There have been two other similar complaints received for this item and lot number combination. A 2-year review of complaint history shows there have been nineteen (19) other similar complaints received for this product. During this same time frame, approximately (B)(4) units have been sold worldwide, making the rate of occurrence for this failure mode (B)(4). To date, there has been no patient long term adverse effect resulting from this type of incident. The autopass suture passer and needle were released in oct-2014 and the use of this product is technique dependent. This failure mode is addressed in the dfmea and the risk analysis has been deemed acceptable per new product quality engineer monitoring. The needle shaft and blade are made of 96se508 super elastic nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury. Device was discarded at user facility.

Event description:
The customer reported that during use of the spectrum autopass suture passer needle with a spectrum suture passer in a shoulder arthroscopy rotator cuff repair procedure, the needle tip was broken off. As reported, the needle tip was seen on arthroscopic video screen as suture passed through rotator cuff, but when the instrument was removed from the cannula in the shoulder, the needle tip was missing. The surgeon tried to search in the shoulder for the missing tip, but it was never found. The surgeon flushed out the joint in an attempt to remove the tiny broken tip. A second needle was used and the procedure was completed with no further complications or patient injury. To date, there has been no additional information received regarding the patient's demographic information or any indication that a long term adverse effect has occurred.